Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. After being on the charger for a sufficient amount of time to download the logs the powered handle started up with an handle error screen. Analysis of the logs showed that in logs 114, 115, 117 - 120, and 122 there were motor test failures due to fpga reset failures. This would not result in a end of life screen, the end of life screen could not be confirmed. During investigation, the handle had an sd card integrity error that recovered after resetting the handle. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of fpga reset/reprogram failure and sd card integrity that has no relationship to the reported condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon checking on the device as part of routine unplugging, the light was solid red on charger. The handle also showed the end of life screen upon trying to start it up. Handle was reset however, it still did not work. There was no patient involvement as reported.